Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. The pt presented to the hospital with an enlarging aneurysm with no evidence of an endoleak. The physician suspected endotension. In 2009, two trunk-ipsilateral leg components and a zenith aortic extender were implanted to address the endotension. The pt tolerated the procedure with no further complications.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Code: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.